Event description:
It was reported that during the implant procedure, the patient developed pneumothorax due to the lead and the patient's hospitalization was prolonged. The lead was implanted and remains in use. Pulmonar drainage was applied and the event was resolved. It was noted that the patient was enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found.